Event description:
It was reported that patient underwent a rotator cuff repairment procedure on (B)(6) 2014. During the procedure, the sutures fractured. The procedure was completed using another allthread peek.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06520 and 06521).